Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified, broken striated on the radius and two striated openings on the radius. Based on the device analysis the final assessment is: striated broken assessed as surgical damage consist in the use of some surgical tool; two striated openings assessed as surgical damage consistent in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported left side capsular contracture, baker grade unknown.